Event description:
Nail inserted right femur .fracture at transverse screw hole- all follows pt was healing until (B)(6) 2024 noticed the nail had broken and fracture at location of transverse screw hole.